Manufacturer narrative:
Upon further investigation it was found that the event is not a reportable event for philips. The customer confirmed that there is still sound coming form the device the event is therefore not-reportable. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated. The record was reviewed and evaluated to pose no health or safety risk to patients, users, or bystanders. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur.

Event description:
The customer reported that the device is displaying speaker malfunction message intermittent. The device was used for patient monitoring at the time of the alleged malfunction. A philips field service engineer (fse) went to the customer site. The engineer determined that the issues was associated with the speaker and the mainboard and confirmed that there was still sound coming from the device. The customer was provided a quote for parts/services. We will consider the customer resolved the issue using the information provided by philips. No further investigation or action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a intermittent speaker malfunction message intermittent from the unit. The device was in use at time of event, there was no adverse event reported.